Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the lv channel causing crt pacing interrupt. The pacing impedance has trended up in the last year. Patient will be brought in for sensitivity reprogramming. The physician is aware of this issue and has opted to try to program around the noise. Lead remains implanted, no adverse events reported.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.